Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(6), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient was having trouble with her lockouts for the last month. The personal therapy manager (ptm) was reportedly working fine until the patient fell (approximately 2-3 weeks ago), and now it wasn¿t working. The patient reportedly could get 4-5 shots in a 24 hour period, but the ptm started saying they had to wait 2 hours. Lately, they would take a ¿shot¿ and when they were ready for another one, it would say 13 hours, and then they would try it again and it would say one hour and 53 minutes, so they thought there was something wrong with the machine. The patient had to call the ambulance once because they had bad sciatica and could not get down 3 stairs, so they had to call the ambulance to lift them up. The patient reportedly had to call the paramedics on (B)(6) 2014. The reporter stated they increased their general rate and the shots and that had helped. It was additionally reported that the pump was supposed to be set for every 2 hours for a ptm bolus. The patient took one bolus on the morning of (B)(6) 2014, one before bed on the same day, and then one at 8:00 or 9:00 am on (B)(6) 2014, and then tried to give herself another one, and it told the patient she had 9 hours and some odd minutes. Then it said 8 hours, 50 minutes lockout. The healthcare provider (hcp) reportedly looked at the ptm logs. The reporter stated that the last time it looked like the patient had not done any boluses according to the machine. The reporter stated that the pump was not working, and it was reviewed with the reporter that based on what was being seen during the call, the pump was working based on programming, but to follow-up with their hcp regarding the lockouts. The patient was in pain all the time, even before the patient got the pump. After the boluses, the patient would be out of pain for a short period of time, but when the bolus would run out, the patient would be in pain again. The hcp reportedly changed the boluses, and increased them up to four, but nothing else. The patient felt like she was not getting the bolus (anything), and was still in pain all the time. The patient used to be at a pain level of 4, and now was at a pain level of 8, and was not getting relief. The pump system was being used to infuse dilaudid (hydromorphone). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.